Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 mast pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication, sorin group (B)(4) learned that the customer was able to resolve the issue by performing a cold start of the pump. The customer reported that the issue did not recur following the cold start. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the s3 mast pump during a procedure. There was no report of patient injury.